Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead had episodes of asystole. Additionally, the implantable transvenous coronary sinus lead wasn't capturing. Both leads did not capture at max output and max pulse width. The patient was pacer dependent and would become asystolic every few seconds, occasionally capturing in the rv but never in the lv. A temporary pacing wire was placed.